Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: unknown/not provided. The best estimate date is in between lens implantation ((B)(6), 2023) and explant date ((B)(6), 2023). Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it was discarded by the customer. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that postoperative examination revealed deviation of refraction from its target (details are unknown) in a patient who was implanted with an lntraocular lens (iol) on (B)(6) 2023. The lens was explanted and exchanged with another iol on (B)(6) 2023. Patient did not experience any problems related to visual acuity after the surgery. No injury was reported. No further details were provided.